Event description:
A pump was reported to have triggered alarm 30 during operation, preventing successful cartridge loading and insulin therapy continuation. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted by instructing the customer on proper cartridge loading; however, the cartridge alarm persisted, leading to the decision to replace the pump. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections as a backup therapy. Instructions were given to the customer for putting the pump in storage mode and returning it using a pre-paid label.